Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device # 2 of 2: reference MFR. Report: 3006705815-2017-01354. It was reported the patient underwent surgical intervention on (B)(6) 2017 where both leads were removed and replaced to enhance pain coverage areas. The patient is receiving effective stimulation postoperatively.